Manufacturer narrative:
No injuries were reported. Qiagen is reporting the incident in an abundance of caution and in accordance with the conditions of approval under the emergency use authorization for this product. The results for bordetella pertussis had a CT >30. The IFU instructs users to do a confirmatory specificity test for CT>29. The qiastat-dx respiratory sars-cov-2 panel healthcare provider fact sheet published alongside the IFU states, laboratory test results should always be considered in the context of clinical observations and epidemiological data in making a final diagnosis and patient management decisions.

Event description:
Suspected false positive results for bordetella pertussis with the qiastat-dx respiratory sars-cov-2 panel.